Manufacturer narrative:
One device was returned for analysis. Visual inspection found a detached downstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a defective latch. As a result, the downstream occlusion seal and the latch were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated that the cassette could not be opened or removed, during physical inspection, it was found that there was a detached downstream occlusion seal. There was unknown patient involvement, no patient injury was reported.